Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image with red cross mark. Customer stated pump had error alarm earlier than open book image displayed. The pump also had physical damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm/pump error 37/cosmetic damage on the insulin pump case found on (B)(6) 2021. Insulin pump was received with a blank display. Unable to verify critical pump error (open book image) alarm/pump error 37 alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Insulin pump was cut open to perform visual inspection and found no moisture damage on the electrical board/ force sensor/ motor. Swapping out test boards confirms blank display is isolated to electrical board. Successfully download history files, traces using thus. Pump error 37 alarm found in the insulin pump history file on (B)(6) 2021 at 15:03 and critical pump error 4 alarm found in the insulin pump history file on (B)(6) 2021. Force sensor zero offset within specification (22.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched liquid crystal display window. Critical pump error (open book image)/pump error 37 alarm was unable to confirmed due to blank display. Blank display due to faulty electronic assembly. Cosmetic damage confirmed at the keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.